Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013. There are no plans to reimplant the patient with a new device. This report is filed may 9, 2014.

Manufacturer narrative:
This report is filed august 27, 2014.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device; however the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4).

Manufacturer narrative:
(B)(4). Device not yet received.